Event description:
Pt has been on dialysis since 2001. Pt was diagnosed with ecoli bacteremia and vre bacteremia. Despite multiple treatments with IV antibiotics and brief periods where pt was uninfected, the ecoli bacteremia recurred in 2001 and the pt expired in 2001.